Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. The representative reported that the emergency button failed though image acquisitions could be performed when prompting the imaging system through the pendant. The imaging system was reported to have started up as designed when the suspect pendant was installed on a known operational imaging system.

Manufacturer narrative:
The suspect power switching board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that there were bad sectors on the hard drive as the unit would freeze just after the application loading page during startup.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The system achieved motion, generator and communication ready at each startup. Twod and 3d imaging was successful. All peripherals functioned as expected. The reported event could not be duplicated by medtronic personnel. The pendant was returned for analysis and its evaluation is currently in progress.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue and that the pendant remained black in the imaging system application software. The representative reported that the system control board, pendant and computer for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed "system booting please wait" and would not progress past the prompt. No additional information was provided. There was no patient present when this issue was identified.